Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('at the right cornu, there is a 2.0 x 0.2 cm coiled metallic device that appears to be perforating through the right cornu and is adherent to the serosal surface') in an adult female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day." The patient's medical history included ectopic pregnancy in 2008, neck pain and salpingectomy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia / bleeding"), dyspareunia ("dyspareunia"), headache ("daily headaches") and device extrusion ("extrusion"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain, menorrhagia, dyspareunia, headache and device extrusion outcome was unknown. The reporter considered abdominal pain, device extrusion, dyspareunia, headache, menorrhagia and uterine perforation to be related to essure. Lot number: b60753 manufacture date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('at the right cornu, there is a 2.0 x 0.2 cm coiled metallic device that appears to be perforating through the right cornu and is adherent to the serosal surface') in an adult female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included ectopic pregnancy in 2008, neck pain and salpingectomy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/bleeding"), dyspareunia ("dyspareunia"), headache ("daily headaches") and device extrusion ("extrusion"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain, menorrhagia, dyspareunia, headache and device extrusion outcome was unknown. The reporter considered abdominal pain, device extrusion, dyspareunia, headache, menorrhagia and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.